Manufacturer narrative:
The device was evaluated by the field service engineer (fse), who confirmed the customer's reported issue of the machine pressure sensor auto zero fails. The fse replaced the gas delivery system. All required tests passed per service manual requirements. The device was returned to service. The returned gas delivery system (gds) assembly was returned to the manufacturer and was tested. The out-of-specification component u7 on the da pcba created the pressure accuracy test to fail.

Event description:
It was reported to philips that the device had a pressure sensor auto zero failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.